Manufacturer narrative:
Evaluation of the returned jet7 was unable to confirm the reported fracture. Evaluation revealed that the catheter was kinked. If the jet7 is forcefully manipulated against resistance, damage such as kinks may occur. During the functional test, the jet7 was advanced through a demonstration neuron max without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the jet7 became fractured. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.